Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that customer received a button error alarm. Insulin pump would need to be replaced.

Manufacturer narrative:
No button error alarms noted. The pump had intermittent act button response due to corroded keypad traces. The pump had a cracked reservoir tube lip, minor scratches on the lcd window, a cracked case at the display window corners, a cracked lcd window and stained end cap sticker.